Event description:
It was reported the insulin pump alarmed compromised force sensor system. Customer stated the insulin was shooting out and then alarm occurred. Customer was unable to prime. Customer's blood glucose was 176 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test at 4 lbs due to faulty force sensor resistor. The device was received with minor scratched lcd window, cracked case on reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads.